Event description:
A report was received that the patient had an infection at the ipg site with symptom of redness. The physician did not suspect that the infection was device related and did not report the reason for infection. The patient was prescribed antibiotics. The patient underwent an explant of the ipg. The patient was doing well post operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.